Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. No patient sample was available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Accuracy testing was completed using architect total b-hcg reagent lot 65312ui00. All validity and acceptance criteria were met, demonstrating the ability of architect total b-hcg reagent lot 65312ui00 to provide accurate results in a portion of the dynamic range. The worldwide performance of architect total b-hcg reagent lots in the field for a 6 month date range was analyzed. The analysis incorporated (B)(6) patient results generated from (B)(4) reagent lots of architect total b-hcg reagent, including the likely cause reagent lot 65312ui00. The review showed that the product is performing acceptably overall, with little lot to lot variability. A design history review was conducted and demonstrated that there have been no known quality issues in relation to architect total b-hcg reagent lot 65312ui00 since manufacture. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Event description:
The customer stated that a false negative architect b-hcg result of 3.6 miu/ml was generated. The sample was repeated on another analyzer and a positive result of 69 miu/ml was generated. The sample was then repeated on the original analyzer and a positive result of 66 miu/ml was generated. There was no report of impact to patient management.